Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that there was no telemetry with the patient's device with more then one programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.